Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As per medwatch report #mw5149196: successfully placed 20g introcan safety 3 closed IV catheter. When flushing IV with saline, IV came apart into two pieces. Blood and saline was flowing out onto bed.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A photo was submitted to the manufacturer for evaluation. Through visual examination of the photo, it was observed that an introcan safety 3 g20 catheter hub had detached into two pieces and the valve housing was dislodged out from the catheter hub. The welding point condition of the catheter hub could not be determined from the photo. Based on the investigation, the reported defect is confirmed. A device history record (DHR) review was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. An approved project is in place to further address issues with detachment. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.